Event description:
As reported to coloplast though not verified, patient was implanted with aris mesh. Later the patient experienced incontinence, pain and the mesh was noted to have rolled significantly and displaced posteriorly. An excision of the mesh, placement of a new aris sling and cystoscopy were performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.